Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1354 not labeled internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, non-calcified, 95% stenosed mid left anterior descending coronary artery. A 3x15mm nc trek balloon dilatation catheter was noted to be leaking on the distal shaft during use. Another same sized nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.